Manufacturer narrative:
This is in response to mw5085636. No contact information was provided for the healthcare professional, therefore additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via regulatory agency that a patient was injected in the lips and tear troughs with 1 syringe of juvéderm vollure¿ xc. The patient began to have irritation and swelling of all areas injected. No illness or contributing factor was identified. The swelling continued to worsen, and the entire left side of the face was affected. The patient was unable to get to work. The patient was treated with 2 antibiotics, a course of steroid, and antivirals. No improvement was noted. The patient had to undergo 2 treatments with injections of hyaluronidase to dissolve filler. Event resolution status is unknown.